Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that their oral-b toothbrush head, that they bought 3 days ago, broke in the part where the toothpaste was placed and it doesn't work. No injury was reported.